Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an oversensing and noise anomaly. The lead was capped and replaced successfully on (B)(6) 2016. The patient did not experience any symptoms prior to procedure and was stable post procedure.

Manufacturer narrative:
Correction: (B)(4).